Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor had a damaged c19 pad on the defib board, causing intermittent failures. The root cause for the damaged c19 capacitor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.